Manufacturer narrative:
Reported capsule tear on proc ID# (B)(6) shows eye movement during the procedure this could have led to a tag on the capsulotomy. System functioned as designed. No further clinical follow-up required.

Event description:
On (B)(6) 2025, while cas was onsite for surgery support, doctor ((B)(6)) reported they had experienced an anterior capsular rent at temporal toric nub during procedure ID #(B)(6). Site is seeking review of the procedure.